Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following a hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified brownish debris. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address a loose, painful asr cup, which was fixed in a few spots, but was mostly fibrous tissue. The tissue in the hip was brown and chunky.